Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient was in overdischarge. The rep stated that they spoke with the patient's child and found out that the patient hasn't used the device in 5 years. The patient has a broken leg, and rods in their knee and foot, and wanted to use the device for the pain. It was reviewed that the device should still be recoverable, but there may be damage being in overdischarge for so long. No further complications were reported or anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the patient's daughter stated that their mother was not willing to put the time in to see if the device would work or not. The patient stated that they would contact the rep if they decide to attempt to recover the device. The rep forwarded the information to the healthcare provider (hcp). The rep had no further information.